Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the patient experienced irritation at the abutment site. The patient was placed under a general anaesthetic on (B)(6) 2021, in order to change to a longer abutment.